Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure handle was sticking closed during use. Patient involvement information is not available.

Manufacturer narrative:
Evaluation summary. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the knife trigger was rotated outside of its normal radius of travel. The knife was not exposed. The reported condition was not confirmed, but an additional failure mode was found. The device could be opened and closed normally. When connected to the generator, the device activated normally. The investigation found the knife trigger to have been pulled past the mechanical stop. The entire trigger assembly had rotated outside of its normal radius of travel. This mechanical damage broke the mechanical lock that prevents the knife from deploying when not depressed. The knife did not move smoothly because of the damage to the knife assembly. The investigation identified the root cause of the reported event to be the user placing excessive force on the knife trigger during use. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The instructions for use (IFU) states, inspect the instrument and cords for breaks, cracks, nick, or other damage before use. Failure to observe this causation may result in injury or electrical shock to patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total thyroidectomy, the device's handle was sticking closed. There was no patient injury.